Event description:
It was reported that the catheter was cut at the spinal portion and pulled out of the patient's spine during a spinal fusion procedure. The entire spinal segment was removed, replaced, and was attached to the existing proximal segment. There were no patient symptoms associated with this event. There had been no further patient follow-up. The pump was being used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).